Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional providing the device serial number. The cause of the difficulty refilling the pump was unknown. The refill appointment was (B)(6) 2016. The results of the dye study were unknown. The patient was referred to another doctor to be examined and refill the pump.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2016 that the nurse had difficulty getting medication in the reservoir a couple weeks ago and spoke with a manufacturer¿s representative at that time, who suggested a dye test be done. It was confirmed that the health care professional (hcp) used the manufacturer¿s refill kit but was also noted that the hcp wasn¿t very familiar with the pump. It was indicated that the hcp wasn¿t sure she was in the right spot so she didn¿t refill with drug. It was noted that the hcp got 5 ccs of saline in and withdrew it but the hcp couldn¿t inject more than 5 ccs. The consumer reported that the hcp referred the patient to other hcps for the (B)(6) study but the patient hadn¿t been able to get an appointment yet. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a user facility reported it also happened in 2016 when the patient had an accidental overdose after filling the pump. The patient almost died. It was thought to be because of oral medication taken before the refill; however, the manufacturer never said anything about it being a possibility of a problem with the pump. No further patient complications were reported. See attached user facility medwatch. Report number: mw5074130

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.